Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous mid left circumflex coronary artery. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) ruptured when inflated twice to 14 atmospheres (atm). There was no resistance during advancement and the device was prepped per the instructions for use. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed; however, it is likely that the noted tear on the outer member distal to the mid lap seal is what the account perceived as the reported rupture since the device would not hold pressure during second inflation. A review of the lot history record revealed one manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined a potential product quality issue based on the elhr exception review and the noted tear on the outer member distal to the mid lap seal during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous mid left circumflex coronary artery. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) ruptured when inflated twice to 14 atmospheres (atm). There was no resistance during advancement and the device was prepped per the instructions for use. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: reportedly, the balloon was only inflated once to 14 atm. A second attempt may have been made but the account does not recall the information. No additional information was provided.